Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that a follow up CT scan has not been performed yet, so it could not be determined if the type ia endoleak had fully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: a subtle contrast blush was observed within the aneurysm sac during contrast injection at the level of the suprarenal stent/proximal fabric margin, suggestive of a possible type ia endoleak, was identified during film analysis. However, given the limited imaging perspective, a type IV endoleak originating from the main body bifurcate cannot be excluded as a potential source of the observed contrast blush. The exact cause and type of the endoleak cannot be conclusively determined, but it is possible that the pronounced infrarenal neck angulation was a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1628c93ee stent graft was implanted during the endovascular treatment of a 90 mm abdominal aortic aneurysm. It was noted that both the preoperative cta and intraoperative angiography revealed severe tortuosity of the left femoral artery and the common iliac artery. It was reported that after successful deployment of the main body bifurcate and contralateral limb, theetlw1628c93ee was implanted in the ipsilateral side. During deployment, the significant tortuosity and dilation of the common iliac artery (cia) caused the stent graft to recoil. As a result, the iliac limb was unable to adequately cover the dilated segment of the cia, leading to a significant endoleak. An etew2828c82ee iliac extension was then implanted to cover the dilated artery, resolving the endoleak. The procedure was completed successfully. Per the physician, the event was attributed to the vascular tortuosity and dilation of the common iliac artery. Additional information received: it was confirmed that the endoleak resolved. It was confirmed that a type ia endoleak was identified during the index procedure. Ballooning was performed , and it was reported that the endoleak had improved. No additional clinical sequelae were reported, and the patient is fine.